Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Replacement parts and accessories were sent to the customer. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that the replacement parts did not help, as she continued to experience engorgement and nipple soreness. She also indicated that she was using a competitor's manual pump to help relieve the engorgement. The complaint handler recommended that she contact customer service about getting a replacement pump. In follow up with the customer again on (B)(6) 2020, she alleged that she developed the mastitis on (B)(6) 2020 and starting having fever and chills on (B)(6) 2020. She was prescribed antibiotics and was directed to use tylenol and a heating pad. The customer also stated that she noticed when her son accidentally opened the back of the pump that the serial number did not match with the serial number she had before. She assumed that someone changed their old pump with hers when using lockers in the nicu and indicated that she doesn't expect a replacement pump, as it is not the same pump under warranty. In follow up again with the customer on (B)(6) 2020, the customer stated that the mastitis was resolved and she was feeling much better. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela (B)(4) that her freestyle breast pump had low suction and she was in pain due to breast engorgement. She additionally alleged that she called a doctor, who recommended that she pump to release milk, as she did not have a fever.